Event description:
Two different expiration dates on the product. Date on outside of box says to disregard expiration date on the inside pouch. Instructions say not to use product if past expiration date on pouch inside.